Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 44 mm diameter abdominal aortic aneurysm. The infra-renal neck was small in diameter measuring 14 mm and long measuring 27 mm. The aortic neck was oversized with a 23mm main body. It was reported that there was a proximal type I endoleak present post implant probably due to stent graft in-folding from oversizing the stent graft. Another manufacturer¿s stent was placed to remedy the endoleak however, the endoleak was still present. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine. Review of pre-implant cta¿s confirmed that the patient¿s proximal neck was off label. The neck diameter was 16mm at the level of the left renal artery, and 2.5cm lower measured 14mm. The neck was 3cm long, angulated 90deg l-r, and was extensively calcified along its length. The maximum diameter aaa was 4.2cm, and the distal aortic diameter measured 18mm. The right common iliac artery was 8 ¿ 9mm in diameter, and the left common iliac artery was 7 ¿ 9mm in diameter. Both iliac arteries were moderately tortuous and contained areas of calcification. The cause of the proximal type I endoleak could not be determined. Films during and post-implant were not available for review. However, it is likely that the severely oversized bifurcate implanted within the small diameter neck contributed to the endoleak due to stent graft in-folding. It is also possible that the calcified and angulated neck contributed to the endoleak.

Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved, or contraindicated use (stent graft was implanted in a patient with an aortic neck diameter less than 19 mm and angulation greater than 60 degrees.